Manufacturer narrative:
Note - this issue was logged into a system used for customer implementation notes but did not have an accompanying product complaint opened for it. This was identified during continuous improvement activities. An internal CAPA was opened to address process gaps. One of the resulting actions of the CAPA was to perform a retrospective review and submit MDR's as necessary.

Event description:
The following has been reported: per facility contact: rn was priming the set outside of patient care area, with normal saline and noticed the set leaking. Pump and admin set was not in a patient care area. No adverse event was reported. Device did not function as intended due to leak. Lvp was able to identify leak, and prevented the start of infusion which delayed therapy, but mitigated any potential safety issues associated with the infusion. Leak due to misplaced diaphragm on the weld surface. Attributed to a process failure of the ultrasonic welding of diaphragm to administration set cassette. Misplacement of silicone diaphragm can cause leaks. If the operator misplaces and it sits above the sealing surface, it may be welded but not fully. Process updates and improvements were made to the manufacturing line. Fk is submitting a restrospective report based on the administration set leaking (externally); this was due to manufacturing process failures.